Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Wife of customer states that her husband feels well and requires no medical attention. Customer's expected blood results are 125-130mg/dl fasting. Verified the strips expire 01/22/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, lo and lo not fasting. Reviewed meter memory; no adverse event reported.

Manufacturer narrative:
(B)(4). The investigation and product evaluated was complete. Black chemistry observed. The most likely underlying root cause of this malfunction was due to improper storage. The device was exposed to undesirable levels of humidity.

Event description:
Consumer complaint of blood result reading of "lo". Wife of customer states that her husband feels well and requires no medical attention. Customer's expected blood results are 125-130mg/dl fasting. Verified the strips expire 01/22/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, lo and lo not fasting. Reviewed meter memory: (B)(6). No adverse event reported.